Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the customer was unable to initiate the desired mode of the external pulse generator (epg). The customer was informed that the particular mode they attempted to initiate was unavailable with that model of epg. The status of the epg is unknown. No patient complications have been reported as a result of this event.